Event description:
It was reported the patient developed a pressure sore on his back. The nurse changing the dressing thought she saw the lead. Currently there is a hemovac on the site. They will investigate the site when the hemovac is changed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.